Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for neck pain (unclear which side of the neck had the pain). The patient's implantable neurostimulators (ins) were interrogated (patient had 2 device systems) to rule them out as the cause of the pain. (See manufacturer's report # 3004209178-2013-02879 impedance issue on left ins system). It was noted that the patient was getting great benefit from the device therapy. Follow up information received reported that no malfunctions were seen and there were no planned interventions. It was confirmed that the patient was receiving effective therapy from the devices. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3 708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# va03x0t, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# va03x0t, implanted: (B)(6) 2012. Product type: lead. (B)(4).